Event description:
My contact lens have a high rate of disintegration at the edge. They form tiny little jagged edges. This happens with lenses for either eye. I have used various soft contact lenses for nearly two decades and this is not a normal phenomena associated with contact lenses that I ever noticed. The lens manufacturer is bausch and lomb. The lenses are purevision multi-focals. The lot number is r58536051. Their expiration date is 08/24/82018. So these lenses should not be falling apart. I realize any lens can break or tear, but I've thrown out numerous lenses developing these jagged notches in them. Tonight was the last straw. I was just sitting when one of my lenses felt like it would pop out. I put drops in, but the discomfort increased. I took the lens out and sure enough, it was torn. I wonder where the plastic bits got the break off. Do they go into my tear ducts? This is not good. I hope you follow up on this issue.